Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 296 mg/dl. It was it was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition when removed from the infusion site (leg), the pod's cannula was found bent. As treatment, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.